Manufacturer narrative:
Three pictures were returned. The first picture showed what appears to be condensation on the outlet filter of the inline filter. The second picture showed the side view of the inline filter and some leaked fluid on the bed. The third picture showed the back of the inline filter and some leaked fluid on the bed. The complaint of drug leakage from the filter could be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported medication leaked from the filter. There was no report of harm.